Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive suppport disk. A scratched lcd window, cracked reservoir tube and cracked belt clip slot was noted.

Event description:
The customer reported that the insulin pump alarmed and insulin was shooting out while attempting to change the infusion set. The blood glucose reading was 1407mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.